Event description:
According to the reporter, a lifepak 500 automated external defibrillator alarmed "connect electrodes" and would not analyze the pt's rhythm through the electrodes. Additionally, when a lifepak 10c defibrillator/monitor/pacemaker was then connected to the pt through the same electrodes, it allegedly would not display the pt's ECG in "paddles" lead. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability. The reporter indicated the reported malfunction may have been the result of operator error.